Manufacturer narrative:
Additional information was received indicating that the reported problem occurred during routine device testing. The event did not present a direct risk of patient harm or injury and, therefore, no longer meets regulatory reporting criteria.

Event description:
It was reported to philips that the alarm light emitting diode (led) is not lighting. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.